Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 56mm sector cup got stuck to the impactor handle before it was impacted into the acetabulum. The scrub tech screwed the cup onto the handle and passed it to surgeon, attempted to introduce the cup to the acetabulum and moved it around by hand to locate the position he wanted. He checked to see if the cup would loosen up from the handle after manipulating it in the acetabulum and could not unscrew it from the impactor handle. Surgeon now does this because pinnacle cups have got stuck to the impactor handle in the past. Another cup had to be opened and another pinnacle cup tray opened to use a different handle.

Manufacturer narrative:
Product complaint # (B)(4). The update of product family makes the previously reported ra, not reportable at this time. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.